Event description:
It was reported that the customer fell in the pool with the insulin pump on and the device had a blank screen and unresponsive buttons. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a corroded electronic and motor assembly.